Manufacturer narrative:
Report source: responsible for representing mitg-surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when installing the reload during a laparoscopic gastroplasty, the reload was locked and was not possible to be used. It was stated that the device was not used on fabric. They replaced the reload to complete the case. There was no patient injury.